Manufacturer narrative:
This report is filed february 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site and was prescribed oral antibiotics (B)(6) 2016. The implanted device remains.